Manufacturer narrative:
The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a problem with charging the transmitter customer was advised to replace the transmitter charger battery. Customer cannot remove the battery in the charger. Customer was also having issues with a weak battery. Customer reported having large differences between sensor glucose and blood glucose readings. Customer changed the sensor and transmitter to resolve the issue. Customer stated that the transmitter charger was blinking red. Customer's current blood glucose was 247 mg/dl. Customer did not have a sensor inserted. Customer stated that the pump wants to calibrate at midnight when she has already calibrated before bed. Customer has been on the sensors for 3 months. Customer stated that she ended up in the hospital with a sensor glucose value of 55 and blood glucose reading of 110 mg/dl. Customer was hospitalized due to a bowel obstruction.